Manufacturer narrative:
Additional narrative: the subject device has not been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The subject device has been received and is currently in the evaluation process. Without a lot number the service and repair and device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) 1.3mm curvilinear distractors right side and one (1) 1.3mm curvilinear distractor left side malfunctioned intraoperatively causing a 25 minute surgical delay. A patient with a tracheostomy underwent a surgical procedure on (B)(6) 2017 to treat a blocked airway. During testing of the first right and left side distractor devices prior to insertion into the patient, the tracks were not properly backing up (closing) after being advanced. There was an enormous amount of resistance that was not normal. These two (2) devices were not implanted in the patient. Another right distractor was implanted. Advancing forward was fine but there was difficulty going backwards. A left distractor was therefore inserted into the patient. There was no allegation of complaint against the second left distractor. The procedure was successfully completed. The patient outcome was stable. This report is 2 of 3 for (B)(4).